Manufacturer narrative:
(B)(6). It is unknown if a sample will be returned for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 10ml hypodermic syringe luer lok¿ measures larger doses when compared to other syringes. The scale markings seem to be off approximately +/- 0.4ml. This was noticed during use but there was no report of injury or medical interventions.

Manufacturer narrative:
It has been received 3 used samples and 1 sealed sample of 10ll lot 1607004p and 1 picture. On visual inspection of the samples and picture received, no marking defect can be observed in the syringes. DHR of lot 1607004p has been reviewed not finding any annotation or deviation regarding the alleged defect. During barrel printing process operators check periodically the volume accuracy with a pass/non pass reference gauge iso-7886 compliant with a frequency of 30 samples per hour. The four samples received are checked with this gauge finding the scale lightly displace but within iso 7886-1 tolerance. Scale precision (at 1ml, 6ml and 10ml) and died space determination are also checked according iso 7886-1 section 9 following procedures pc-011 and pc-012 respectively. The four samples meet iso 7886-1 section 9. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Process: visual inspection. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. An absolute root cause for this incident cannot be determined.